Manufacturer narrative:
The user reported significant discrepancies between their blood glucose (bg) readings and sensor glucose (sg) values. A review of sensor data indicated that the system was still stabilizing post-insertion, and the user was advised to continue use with calibrations. The user expressed dissatisfaction and questioned the need for calibrations. Customer care provided education regarding calibration requirements, expected lag between blood and interstitial glucose, and factors that may contribute to differences between bg and sg. Upon further evaluation, customer support recommended performing a sensor re-link and additional calibrations, however, the user did not respond to multiple communication attempts. The user subsequently resumed entering calibrations and reported improved sg accuracy without completing the re-link. The dms review confirmed that the system was up to date. The user reported improved performance after resuming calibrations, and the case was closed.

Manufacturer narrative:
The user reported that the cgm displayed results differing from glucometer measurements. The case was escalated to the next level of support, and the escalation response was provided. A review of dms indicated that the user was advised to re-link the sensor. The user was contacted for assistance with the sensor re-link. After multiple escalations and calibration education, the user resumed calibrating and reported improved accuracy. No further action is required.a review of dms confirms that the user is currently using the system and the information is up to date.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.